Event description:
It was reported that the bd alaris pump module smartsite infusion set over-infused during use. The following information was provided by the client: "an IV was hung expecting to last 2 hours. A nurse entered the room about 30 minutes later and found that half of the solution had already been administered. The team pulled the pump, tubing, etc. For inspection. The team determined that the pump functioned correctly. The feeling is the most promixal back check valve is faulty. The primary tubing chamber filled from the secondary bag. The bag was hung below the secondary. No harm came to the patient. The team maintained the tubing, and I have it in my possession available for testing. They did not have the packaging that the tubing came in, but another tubing in their supply area was lot # (10)21125456. Again, we don¿t know that this is the same lot number, but it is likely."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. USA has been used as a default. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 08-mar-2022. D.4. Medical device lot #: 21125456. D.4. Medical device expiration date: 19-dec-2024. H.4. Device manufacture date: 19-dec-2021. H.6. Investigation: one sample was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with normal saline. A bd secondary set was attached and primed with blue dye water. The sets were allowed to free flow. An infusion run using an alaris pump (pump: dchu-0010; pump module: dchu-0011) was performed at a rate of 125 ml/hr for 1 hour. Approximately 125 ml of solution was recorded in the beaker, no observation of back flow was observed. The customer complaint that the IV was hung expecting to last 2 hours, when nurse entered room 30 minutes later found that half of the solution had already been administered could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 11171447 lot number 21125456 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - back flow with lot #21125456 regarding item #11171447.

Event description:
It was reported that the bd alaris pump module smartsite infusion set over-infused during use. The following information was provided by the client: "an IV was hung expecting to last 2 hours. A nurse entered the room about 30 minutes later and found that half of the solution had already been administered. The team pulled the pump, tubing, etc. For inspection. The team determined that the pump functioned correctly. The feeling is the most promixal back check valve is faulty. The primary tubing chamber filled from the secondary bag. The bag was hung below the secondary. No harm came to the patient. The team maintained the tubing, and I have it in my possession available for testing. They did not have the packaging that the tubing came in, but another tubing in their supply area was lot # (10)21125456. Again, we don¿t know that this is the same lot number, but it is likely."